Event description:
Coupling and communication issues were reported. A neurostimulator overdischarge was suspected, which was noted to be the second instance of overdischarge for the device. The patient only needed stimulation sometimes depending on her pain, and forgot to check her charge level when not using stimulation. The last successful recharging session was 2 to 6 months ago. Additional information received reported the patient was still having concerns with her device or therapy. The patient met with her physician who decided the neurostimulator needed to be replaced. The patient was scheduled for removal of the system with possible replacement.

Manufacturer narrative:
Lead model 39565-65, lot# n215474001, implanted (B)(6) 2009, explanted unk; recharger model 37752, serial# (B)(4); programmer model 37743, serial# (B)(4).